Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 155 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer's blood glucose level was 155 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.